Event description:
The surgeon attempted to place a 4.0 x 12 mm integrity bare-metal stent. The surgeon noted that the stent had become stripped off the balloon within the vessel, and the undeployed stent remained on the wire.the surgeon attempted to retrieve the stent. The surgeon noted that when the stent was pulled through the sheath, the undeployed stent became embolized into a small superficial branch of the profunda femorus artery. The surgeon elected to take no further actions to remove the stent.